Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding apollo tip premature detachment. It was reported that the apollo catheter was prepared and flushed as indicated in the instructions for use (IFU). Prior to use in the procedure, after flushing, it was found that the distal tip of the catheter was already broken. The catheter was replaced for the procedure. As the issue was observed prior to use in the procedure, there was no patient involvement.

Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The report clarified that the tip was detached completely, not just leaked or ruptured. There was no resistance during flushing. The cause of the broken catheter tip was not determined.

Manufacturer narrative:
Product analysis: as found condition: the apollo catheter was returned for analysis within a shipping box, inside of an opened apollo outer carton (b774213), an opened apollo inner pouch (b774213) and within a dispenser coil. Damage location details: no damage was found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal shaft was found to be in good condition; however, the detachable tip was found to be detached and not returned. No other anomalies were observed. Testing/analysis: the ldpe overlap was measured to be 1.12mm, which was found to be within specification (specification: 1.0mm-2.5mm). The apollo catheter was able to flush without any issues. No further testing was performed. Conclusion: based on the device analysis and the information provided, the customer's report of ¿tip premature detachment¿ was able to be confirmed, as the apollo catheter was returned in good condition with the detachable tip detached and not returned. Therefore, any contribution the distal tip had towards the ¿premature detachment¿ could not be assessed. A possible causes of ¿tip premature detachment¿ is but not limited to incompatible products; however, the root cause for the ¿tip premature detachment¿ was unable to be determined. The report notes that "the catheter was replaced for the procedure. As the issue was observed prior to use in the procedure, there was no patient involvement¿. It was reported that the apollo catheter was prepared and flushed as indicated in the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.